Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set fell off during use event on 03-june-2024. Patient reported an issue with infusion set tape sticking. The infusion set was in use for 3 days. It was confirmed by the patient that the infusion set was loose since 1 day. No further information available.